Event description:
User received discrepant results for several assays. Three samples are known to be involved. Two examples were provided. Initial vitamin b12 result <30pg/ml, repeat 867.2 pg/ml. No discrepant results were reported. The field service rep determined there was a leak in the s/r tubing and replaced the tubing. Performance tests were performed and within specification.

Event description:
User received discrepant results for several assays. Three samples are known to be involved. Two examples were provided. Initial tsh result 3.04 uiu/ml, repeat <0.005 uiu/ml. No discrepant results were reported. The field service rep determined there was a leak in the s/r tubing and replaced the tubing. Performance tests were performed and within specification.